Manufacturer narrative:
(B)(4). An x-ray was performed and no anomalies were noted. Commanded shocks were not delivered at this time. Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Noise was created on the shock channel with isometrics, no out of range measurements were recreated. Boston scientific technical services (ts) discussed performing commanded shocks to test the system. No adverse patient effects were reported.